Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns itself off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The investigation of the device determined a contaminated u11 component on the instrument board resulted in the device powering on and off by itself.

Event description:
The customer reported the device turns itself off. No patient impact or consequences were reported.